Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the caller to perform a system check where it was discovered that the patient was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The off-label usage led to a blockage in the cartridge. The caller changed pump supplies as necessary and resumed insulin therapy.